Event description:
The manufacturer received information alleging a malfunction of a ventilator service required condition had occurred on a trilogy evo device. The family had replaced the device with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician evaluated and observed error code battery not charging fault in the device¿s event log. The manufacturer¿s service technician replaced the system printed circuit assembly board and removable battery to address this issue. Additional findings not related to the malfunction/issue was the ac harness clip missing on the device. The manufacturer¿s service technician replaced the ac harness clip to address this issue. After the parts were replaced on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician found the device was operational and it was cleaned.